Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Leaves me with a goo in my throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received double salt dental adhesive cream (ultra corega cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega cream. On an unknown date, an unknown time after starting ultra corega cream, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with ultra corega cream was unknown. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat to be related to ultra corega cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6) 2022. Consumer reported that "I am coming to get some advice from you on how to find the adhesive tape corega in pharmacies in natal rn, because I've been looking for two months, and I can't find it. Type of fixative, much better than cream, because the cream leaves me with a goo in my throat, in addition to difficult hygiene. Please, if you can sell me, forward me. Thank you for your kindness." Follow up information was received from quality assurance (qa) department regarding product quality complaint on (B)(6) 2022 . It was reported that, "another pqc was created, because the first one did not allow linking the hsi". The product complaint ID (B)(4) was voided. Case correction performed on the initially processed document which received on (B)(6)2022. Causality of event foreign body in throat updated to yes from unknown.